Event description:
A nurse reported following an intraocular lens (iol) implant procedure, the lens was exchanged. The patient complained about their vision.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The file indicated the use of a cartridge, a handpiece and viscoelastic. It is unknown which component of the viscoelastic was used. Not enough information was provided to complete a phr review for the cartridge and handpiece lot. Investigation has been completed based on current information. No further action warranted at this time. The product investigation could not identify a root cause. There is one other complaints in this lot. Attempts have been made to obtain additional information by phone and fax. A complete questionnaire was received on 02/17/2015. (B)(4).